Manufacturer narrative:
Product event summary: analysis confirmed the reported event; during start up sequence a system error (operating system not found) message appeared on the screen. It was noted some of the universal serial bus (usb) ports did not work. The micro processor unit (mpu) printed circuit board assembly was found defective. Analysis also found the stylus did not worked correctly, there was a break in the inner core from the cable. The upper bullets were broken and errors were found in the programmer software updated history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer displayed an error. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.